Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was showing open book image and question mark after customer get into the pool. Customer¿s blood glucose was under 200mg/dl. Customer noticed crack around the battery compartment. Customer stated that they replaced battery twice but still did not work. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.